Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that chest pain and myocardial infarction occurred. In (B)(6) 2010, the subject experienced a sudden onset of non-exertional chest pain, positive shortness of breath and nausea associated with the pain. Two days after the subject presented with unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion, located in the proximal left circumflex (lcx) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.00 x 20 mm taxus liberte stent. Following post-dilation the residual stenosis was 0%. One day post index procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with chest pain and was diagnosed with non-st elevation myocardial infarction (nstemi) and was hospitalized on the same day. At the time of the event, the subject was on aspirin and open label prasugrel and the sbject was not on study drug which was last taken in 2013. Target vessel revascularization was performed. The occluded distal lcx (cass site #19) was treated with the pre-dilatation and placement 2.25 x 20 mm promus element stent.following post-dilatation residual stenosis was 0%. Six days post admission, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that at the time of the event ECG revealed nonspecific changes. Troponin levels were noted to be elevated. 100% stenosis at distal lcx was treated with balloon angioplasty. The subject was discharged on aspirin and prasugrel.